Event description:
Boston scientific received information that this local representative contacted boston scientific's product manager to report that this physician has expressed concerning about implanted devices that have been exhibiting electrogram noise over the past few years. This patient had been seen in-clinic in (B)(6) 2011. The device and left ventricular (lv) lead have been intermittently exhibiting a greater than 2000 ohm pacing impedance when programmed (lv (tip) to rv. When the device was reprogrammed to lv (ring) to rv, the pacing impedance was still greater than 2000 ohms. The device was permanently reprogrammed back to lv (tip) to rv and the lv output was increased. There was no electrogram noise displayed on the lv channel. Subsequently, boston scientific received information from this local representative that the device and lv lead system were now exhibiting a greater than 2000 ohms on a permanent basis. The patient's ejection fraction (ef) has improved and the physician has elected to program the lv lead off. Ther clinic contacted the local representative to report that lv markers are still be seen despite programming the lv lead to off.

Event description:
The physician was contacted via letter and the following engineering assessment was provided: a fluctuating lv to rv lead threshold and intermittent lv to rv lead impedance measurements (i.e., greater than 2,000 ohms) could be indicative of a potential conductor issue with either the lv or rv lead or a potential lv or rv lead to device connection problem (e.g., under inserted lead). There was no information reported to boston scientific regarding data obtained with the lvtip to can or lvtip to ring or lvring to can pacing configurations. Since the model 4517 lead is a dual electrode lv lead, testing performed with these pacing configurations would be helpful in further troubleshooting/diagnosing what lead conductor or connection is problematic.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The investigation of this event is on-going.

Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, the interrogated monitoring voltage was 3.10 volts associated with a battery status indicator of beginning-of-life (bol). A review of device memory did not identify any evidence of a device malfunction. Marks from the implanted leads seal rings inside the header ports confirmed that the terminal pins had been fully inserted. The device was put through and passed electrical and gauge pin testing. It was concluded that this device performed normally throughout laboratory testing.

Event description:
Boston scientific received information in (B)(6) 2012 that this patient was presented to the electrophysiology (ep) laboratory for an invasive lead revision procedure as the lv lead was fractured. The chronic lv lead was surgically capped. The chronic device was electively explanted and replaced with a crt-d device (with an is-1 lv port). The lv port of the device was plugged and the patient will be scheduled for an epicardial lv lead placement procedure. Boston scientific received information that this device was received at boston scientific's return products department in (B)(4) 2012.

Event description:
The physician was contacted via letter and the following engineering assessment was provided: a fluctuating lv to rv lead threshold and intermittent lv to rv lead impedance measurements (i.e., greater than 2,000 ohms) could be indicative of a potential conductor issue with either the lv or rv lead or a potential lv or rv lead to device connection problem (e.g., under inserted lead). There was no information reported to boston scientific regarding data obtained with the lvtip to can or lvtip to ring or lvring to can pacing configurations. Since the model 4517 lead is a dual electrode lv lead, testing performed with these pacing configurations would be helpful in further troubleshooting/diagnosing what lead conductor or connection is problematic.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.